Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2024-00395 for a similar event reported from the same customer.

Manufacturer narrative:
The device was not returned to zoll for evaluation. The customer indicated the device was placed on a conscious patient. The admin's guide states the device should not be used on a patient when they are conscious, breathing, or have a pulse. Analysis of reports of this type has not identified an increase in trend.